Event description:
Customer called reporting the backlight on her insulin pump stopped working right after she got the device. She stated she is currently not connected to the device because she is out of supplies. Customer's blood glucose is 599 mg/dl. She is treating with manual injections. The device's alarm history showed a battery out limit, off no power, and multiple low battery and bad battery alarms. The backlight would not come back even after troubleshooting. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected low battery alarms, battery out limit alarms, weak battery alarms, bad battery alarms or off no power alarms were noted. The unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was received with no backlight due to faulty el panel, cracked case at display window corners, reservoir tube lip and battery tube threads, minor scratched display window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.